Event description:
It was reported to medtronic minimed that the customer experienced pump damage after it fell off their waist. The customer reported no adverse event. The event involved product(s) mmt-431ag and mmt-1884. Troubleshooting was performed and the customer reported that the pump had been dropped from waist height onto a cardboard surface. Upon inspection, the infusion set showed signs of damage, while the reservoir showed no signs of damage. The pump exhibited physical damage in the form of a crack located on the case at the battery tube side, which was confirmed to be affecting pump functionality. It was noted that the damage occurred while the pump was being used with a silicone case. The customer was instructed to discontinue pump use and revert to the backup plan as per their healthcare provider's instructions and was advised on how to place the pump in storage mode following discontinuation. No harm requiring medical intervention was reported. Product return is not required for mmt-431ag. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.